Event description:
The customer reported a pop noise, sparks, and a small amount of smoke came from the right side of the unicel dxc 800 synchron system. The customer also detected a burning odor and used a fan in the laboratory to clear the air and turned off the power to the instrument. Beckman coulter customer technical support (cts) advised the customer to turn the uninterruptable power supply (ups) off and place a do not turn on sign on the instrument. The fire department was not requested. The customer went to the emergency room (ER) and was given oxygen. The customer is reported to be fine with no further treatment. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) checked the input 220 volt cable, all peripheral cables, and noted all external cables were normal. The fse inspected the dc power supplies and noted dust covered the fans and filters in front of the power supplies area, and cleaned away the dust. The laboratory supervisor stated the electrical fire was underneath the reagent carousel; the fse replaced both 24.5 volt and 36 volt power supplies. On (B)(4), 2013, the fse returned to service the instrument and discovered the ac input harness connector was burned severely and sparked around the ac input j101. The fse replaced the isolatran, power distribution boards, power supplies 36 and 24.5 volts, and the ac input and dc subsystem power harnesses to resolve the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Isolatran, power distribution board.